Manufacturer narrative:
Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in (B)(4), texas. As per the expanded access data collection form: after hemolung catheter placement and initiation of required heparin drip, the patient's hemoglobin level progressively worsened and decreased from 14 g/dl to 10 g/dl and the patient developed a rapidly progressing hematoma around the catheter insertion point. No transfusion was required. The physician noted the patient experienced an expanding hematoma around the catheter site. Hemolung therapy was stopped. Heparin was stopped and protamine sulfate was given. The hematoma stabilized. The physician also reported that they were very satisfied with the use of the hemolung in this case and significant benefit was realized. The data log was collected and reviewed by both clinical and software engineering staff. Review of the logs showed consistent blood flows and co2 removal throughout therapy. No unexpected alarms occurred. Therapy was provided as intended. Anemia is a known potential complication associated with extracorporeal therapy and/or critical illness. The patient was stabilized and the physician was very satisfied with the use of the device for this therapy. Alung will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Received a report of a patient experiencing anemia during hemolung ras eua therapy as well as a hematoma developing around the catheter insertion point. Medical intervention was necessary by stopping heparin and giving protamine sulfate. Hemolung eua therapy was electively discontinued as a result of this event.